Event description:
A healthcare professional reported a patient was injected with 1mls of juvéderm® ultra 3 in the lips. Two years later patient was injected with 0.55mls of juvéderm® ultra 3 into the lips. The following year patient was injected with 0.55mls of juvéderm® ultra smile into the oral commissures and lips. Two years later, patient was injected with 1.1mls of juvéderm® ultra smile in the lips and marionettes. Patient reportedly had no adverse events following injections. Around eight months later after the most recent filling, patient went to an a&e (accidental and emergency) clinic following some strange sensations on the right side of their face, a lack of sensation in the eye, pain in the tongue and side of the mouth, and stabbing pain the cheeks, neck, and shoulder that had been ongoing for about two months. Patient was referred to an ent physician and recommended to have an MRI which noted an acoustic neuroma that was "fine". The patient does not believe the symptoms are related to the fillers. The injecting healthcare professional thinks it could be a classic trigeminal neuralgia and does not believe it to be related to the fillers. No further information provided.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.